Event description:
The consumer reported that the patient programmer was telling the patient to change out the batteries even though she had already replaced the patient programmer batteries; this issue occurred two weeks prior to (B)(6) 2016. The patient was instructed to connect to the implantable neurostimulator (ins) and review the icons on the patient programmer. It was reviewed that the screen the patient was seeing meant the ins battery was depleted and needed to be recharged; it was recommended that the patient recharge the ins. The consumer also reported that she had difficulty charging the ins due to poor coupling on (B)(6) 2016. Best practices for recharging were reviewed; positioning the recharge antenna over the ins and adjusting the antenna dial. When the patient attempted a recharge session during the time of report, the patient saw the "reposition antenna" screen and poor coupling; repositioning the recharge antenna did not resolve the issue. The antenna locate (al) feature was reviewed and attempted prior to attempting a recharge session; this resolved the issue. The patient stated she had never received ¿instructional recharging instructions¿ before, and she did not realize she had not been recharging correctly. When asked about whether there were any ins pocket issues, the patient mentioned the ins moved around a lot since implant. The patient planned to spend time recharging, and it was recommended that she charge the ins completely. It was reviewed that once the ins was at least 1/4 full, the patient could turn stimulation on and continue to recharge. The patient was advised to follow up with the healthcare professional to check the ins pocket site if she continued to have poor coupling issues since she mentioned the ins moved around a lot. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.